Event description:
It was reported the epg (external pulse generator) was missing segments on the menu section of the display. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification (segments missing). Upper case is broken and lower case is broken/contaminated. Battery release, lead flex cover, battery drawer, and battery flex are contaminated. Battery contacts are compressed/contaminated. Keyboard pad has a cosmetic issue.